Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was found to have damage to ui ribbon cable insulation. Wire with damaged insulation and exposed wire connects system board to user interface board j1 pin 50 (pwr key button wire). When the exposed wire contacts a nearby grounding point on the device's internal ac/dc power supply the device shuts down abruptly. The insulator/shield that would prevent this electrical shorting is not present in the customer device. The ribbon cable kapton tape that prevents ribbon cable damage of this type is not present in the customer device. Unexpected shutdown and power on may occur with this exposed wire. The device has been identified to be part of masimo recall and is assigned recall #z-1187-2013. The customer has been notified of this recall. The customer never responded and the device was never returned.

Event description:
It was reported that the unit will not hold charge, turns on and off by itself. There was no known impact or consequence to patient.